Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The equipment has not been made available to ge healthcare for evaluation. No further information is available on the resolution of the reported issue.

Event description:
The hospital reported that, during a case, volume control mode was not functioning as expected. There was no reported patient injury.